Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 39 months ago. Aneurysm and vessel morphology from the time of implant was not reported. Currently the vessel morphology was reported as there was disease progression with aortic neck dilatation and moderately angulated aortic neck. A recent CT revealed that the bifurcated stent graft has migrated distally 1.5 cm below the renal arteries with a proximal type I endoleak. The physician will monitor the patient. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (stent graft migration, endoleak) patient's condition affected effectiveness of device (anatomy related; disease progression with aortic neck dilatation and moderately angulated aortic neck) evaluation codes, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; disease progression with aortic neck dilatation and moderately angulated aortic neck).

Event description:
Additional information was received for this case. The physician elected to implant an endurant aortic cuff resolving the proximal type I endoleak. The patient is fine.